Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on this right ventricular (rv) lead. The device was programmed to monitor only zone and the patient was hospitalized. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted that the header was slightly separated from the device case. X-ray examination was performed. The df- header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
--